Manufacturer narrative:
Troubleshooting of the device with the customer identified that the AED was placed into service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended, or failed to meet product specifications at the time the product was shipped to the customer. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED would not turn on. It was found to have a flashing red asi and is making a periodic beep sound during the monthly check. The pads reportedly were not attached after the unit was purchased, only the battery pack was installed. The reported event did not occur during patient use.